Event description:
Police contacted cardinal health to inform us that there has been a possible prescribing error involving a pt who was connected to two alaris se pumps at the hospital. The following information was provided by the police: a pt was brought to the emergency department at approximately 1255 hrs in 2009 in status epilepticus. The pt was treated, including being given a phenytoin infusion which was administered by one of the pumps. The pt was pronounced deceased at 1830 hrs. Cause of death is unknown. From the information provided by the police, the functioning of the pump is not in question, their investigation at present is concerning the prescription for the phenytoin infusion. The intended programming parameters are unknown.

Manufacturer narrative:
On receipt of both pumps, the event logs were downloaded. The event log files were given to the police in hardcopy and electronic formats along with an investigation summary and an event log review. Summary of the two event logs shows: first pump, found to have been started in 2009 at 1339 at a rate of 200ml/hr. At 1421, the rate was reduced to 132ml/hr and ran until 1507. The second pump found to have been started the same day at 1512 at a rate of 132 ml/hr and ran until 1753. It is unknown which of the pumps was infusing the phenytoin. All testing demonstrated that both pumps were functioning within specification. The pumps were returned to the police as requested two days later, at 0930 hrs. Patient information requested and all available information is included.